Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to pain. Right. Additional information received 11/06/2018. Via email from hospital staff. Patient was revised due to disassociation of the liner.

Manufacturer narrative:
This is an additional component related to event captured under 3010536692-2015-01577.